Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported that the patient was to undergo an explant due to being frustrated with the MRI mode and a decrease in efficacy. The patient had their device off for a prolonged period of time and did not want to have further reprogramming. There were no reported patient complications.